Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found the sleeve stuck in the up position in the reported problem area of the pipette assembly. Unable to reproduce the error. The fe pipetted a plate and the sleeve returned to normal position during pipetting. The sleeve and the tip clamp were cleaned. The fe replaced the plunger clamp, lld spring and two pole cable in position three. The instrument was cleaned, tested without further problem, and was returned to expected operation.